Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type:catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The patient's relevant medical history was not provided. It was reported the patient complained of pain under the pump and along the tract of the catheter. The pump was causing more pain at that time than it was helping. A pump explant had been planned. It was further reported the patient had medical problems with her pump and the way that the hcp implanted the device. This caused the patient to have to seek out another hcp to remove the device for her. The patient stated that the original hcp implanted the pump inside of a casing that was sewn into her and could not be removed. The casing was still in her body. The pump was implanted sideways and caused discomfort. The pump stuck out of her abdomen. The patient noted she had a permanent burning feeling from her abdomen to her spinal cord where the catheter was placed and had to be hospitalized for that. The patient noted the original hcp refused to remove the device for her and that was why she sought out the second hcp. No further information was provided. If additional information is received, a follow-up report will be sent.